Event description:
During a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 90% stenosed lesion was located in the severely tortuous, non-calcified bifurcated proximal circumflex (cx) artery. The physician used a 2.50x16mm taxus stent and crossed the lesion successfully. No pt complications occurred. Pt status reported as "good". However, the returned product confirmed that there was sent and shaft damage. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The root cause of the reported complaint cannot be conclusively determined. From the condition of the returned unit, lab analysis could confirm the reported complaint. The device was received and visual examination noted that the hypotube was severely kinked along its entire length. This type of damage is consistent with difficulties experienced in trying to cross a tortuous lesion. Lab analysis also found the presence of proximal stent strut damage. It could not be determined if the stent damage was present prior to the crossing attempts or if it occurred during withdrawal. The tip upon examination did not appear to be damaged. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. Finished goods batch # 8054706 has one other associated complaint. A review of the mfg records found that the device met its material, assembly and product specifications.